Manufacturer narrative:
This complaint was created from a user report to the us FDA found in hillrom¿s monthly maude search. Customer location/contact information and device serial number was not provided. Therefore, no further details of the initial alleged harm/injury associated with the device, including date of injury, specific injury type, sequence of events, medical intervention provided (if any), length of delay allegations, device serial number, and additional patient information including admitting diagnoses, past medical history, gender, age and weight, and outcome cannot be obtained. The golvo mobile lift is intended to be used for transferring patients (adult or children) between devices (e.g., within the room), floor lifting, horizontal lifting, supporting patient limbs, ambulating patient, bathing patient, toileting patient, weighing patient and transferring patients from car. Intended for use in following environments: health care, intensive care, emergency ward, rehabilitation, habilitation. The universal slingbar instruction for use (7en160185 rev. 5) states: check the function of latches and that the latches are intact; missing or damaged latches must always be replaced. "Before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. Due to no serial number or customer name provided, hillrom was unable to complete a device inspection. The incident was likely due to user error as from the reported sequence of events it is reasonable to conclude the latches and/or the slings loops were not applied correctly prior to lifting the patient, causing the sling to come off the bar during use. Procedures for prevention of this type of event are outlined per the IFU as noted above. The patient sustained a fall resulting in hitting both their head and buttocks to the floor. Based on limited information provided, a serious injury cannot be excluded at this time, therefore, hillrom is cautiously reporting this event. If additional information is obtained, the complaint will be updated accordingly.

Event description:
It was reported that during use of a golvo lift to weigh a patient, the care team placed the patient in the sling (crisscrossing on legs) and on the scale arms, the bed was lowered, and the patient raised off the bed (feet still touching), the patient was then moved to the left side off bed to obtain accurate weight. A snap was heard by the care team, the leg strap disconnected, and the patient fell hitting their buttocks first and then their head on the floor. It was noted that the safety latch clip was missing from the sling bar, and it is believed this allowed for the sling to come loose from the sling arm. This report was filed in our complaint handling system as complaint # (B)(4).